Manufacturer narrative:
The product used by this office was not returned to 3m oral care for evaluation. However, based on the lot number provided, ftir analytical testing of a retain sample from the same lot showed no unusual or missing peaks when compared to a control lot, which indicates the product was of intended composition.

Event description:
On (B)(6) 2017, a registered dental hygienist reported that two brothers, (B)(6), were taken to the emergency room around midnight on (B)(6) 2017 where IV fluids were administered for dehydration. It was reported that the boys had vomited following an application 3m espe vanish¿ 5% sodium fluoride white varnish (melon flavor) earlier the same day. Prior to application of the vanish varnish, the patients received a prophy using a fluoride-containing paste.